Manufacturer narrative:
Device evaluated by MFR: the returned device consisted of a sentinel cerebral protection system (cps). The device was visually and microscopically inspected and functionally tested. Visual inspection revealed the distal filter and proximal filters were both unsheathed and the proximal filter was torn. During functional testing the proximal filter was able to be deployed and resheathed without difficulty. A transverse cut was made on the distal portion of the outer sheath which revealed wear on the marker band and confirmed the proximal filter was torn. Product analysis of the device was unable to confirm the reported events of proximal filter failure to deploy and recapture and proximal filter slider damaged defective.

Event description:
Reportable based on returned device analysis completed 29 june 2022. It was reported that difficulty to resheath and failure to deploy the proximal filter occurred. A sentinel cerebral protection system (cps) was used during a transcatheter aortic valve replacement (tavr) procedure. The sentinel cps was advanced into position and the proximal filter was deployed. The physician elected to recapture the proximal filter and reposition the sentinel cps. During resheathing, the proximal filter of the sentinel cps bent. The sentinel cps was repositioned and an attempt was made to deploy the proximal filter again but the proximal filter slider was unable to be moved and the proximal filter failed to deploy. The sentinel cps was removed from the patient and a new sentinel cps was used to complete the procedure. No patient complications were reported however, returned device analysis revealed the proximal filter of the sentinel cps was torn.